Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right heart failure with ascites as a symptom on (B)(6) 2025, which was likely related to the patient left ventricular assist device (lvad) treatment. The center believed it was related to small left ventricular diastolic dysfunction and large volume of ascitic drainage. Of note, the patient was in hospital at this time as the patient was implanted on (B)(6) 2025. On (B)(6) 2025 the patient also experienced pericardial effusion without signs of tamponade. It was drained during surgery. It was noted this was probably related to lvad treatment as low flow was noticeable and left ventricle was significantly collapsed.

Manufacturer narrative:
Additional codes. Health effect - clinical codes: 1930 - unspecified infection. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Continuous renal replacement therapy (crrt) was initiated due to the patients decreased urine output and the site expressed concern for renal dysfunction. The patient's maximum creatine value was 2.50 mg/dl. The site noted that the correlation between the renal dysfunction and the lvad was low, it could not be ruled out. The site noted there was no evidence of physiological tamponade. On (B)(6) 2025 the patient experienced a major gastrointestinal tract infection which required surgical and medical intervention. It was noted that the cause of the infection was complications of the patient's medical management. As of (B)(6) 2025. The patients catecholamines were being tapered, and the patient was being weaned off the ventilator. The patients circulatory and respiratory status was stable, but hemodialysis was still required. The patient was set to be transferred to the general ward.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low flow alarms. A specific cause could not be determined through this evaluation; however, it was communicated that low flow alarms were in the setting of pericardial fluid. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. The IFU, ¿introduction¿, lists potential adverse events, including right heart failure, pericardial fluid collection, renal dysfunction, respiratory failure, and infection, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. The IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. The IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The patient handbook, "alarms and troubleshooting," and the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent dialysis for 23 weeks, and in that time, the maximum creatine was noted to be 3.88 mg/dl on (B)(6) 2025, the patient was noted to still have rhf with ascites as a symptom. It was noted although the event was considered to be unrelated to device or device therapy, it could not be ruled out, as the patient's blood pressure was in the 50's. On (B)(6) 2025, the patient experienced massive bleeding from the upper and lower gastrointestinal tract. The patient was given between 4 and (B)(4) units of packed red blood cells (prbc). Laboratory values from the same day showed prothrombin time (inr): 2.6 iu and platelet count (plt): 14.4 × 104/¿l. The patient was noted to be on anticoagulants at the time of the event, and the cause of bleeding was determined to be the complexity of medical management. It was noted although the event was considered to be unrelated to device or device therapy, it could not be ruled out. At an unknown time, it was noted the patient experienced respiratory failure which required 41 days of intubation. A tracheostomy was performed. It was noted although the event was considered to be unrelated to device or device therapy, it could not be ruled out.the patient continued to be anuric on (B)(6) 2025 and renal function decreased; a continuous renal replacement therapy (crrt) was started, and the patient was transferred to hemodialysis on (B)(6) 2025. Hypotension had been observed before the start of dialysis on (B)(6) 2025, but flow decreased from the start, and the patient's systolic blood pressure (sbp) fell, so dialysis was discontinued. Although the dose of vasopressor was subsequently increased, blood pressure decreased and low flow continued, so the patient abandoned the continuation of dialysis and died on (B)(6) 2025. Major cause of death was considered to be right heart failure.

Manufacturer narrative:
Additional codeshealth effect - clinical codes:4476 - gastrointestinal hemorrhage1914 - low blood pressure/ hypotensionmanufacturer's investigation conclusion:review of the submitted log file confirmed the reported low flow alarms. A specific cause could not be determined through this evaluation; however, it was communicated that low flow alarms were in the setting of pericardial fluid. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number mlp-048551, and the reported events, and patient outcome could not be conclusively determined through this evaluation.the relevant sections of the device history records for mlp-048551 were reviewed and showed no deviations from manufacturing or quality assurance specification.the current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document 100169056, rev. A, and the heartmate 3 lvas patient handbook, document 100169055, rev. C, are currently available. The IFU, ¿introduction¿, lists potential adverse events, including right heart failure, pericardial fluid collection, renal dysfunction, respiratory failure, bleeding, infection, and death that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow.the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow.the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement."patient care and management¿ of the IFU provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding.¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection.the patient handbook, "alarms and troubleshooting," and the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them.several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patients rhf did not exist pre-lvad treatment. On (B)(6) 2025 the patient also experienced pericardial effusion without signs of tamponade. It was drained during surgery, the patients ascitic effusion was also drained. A re-thoracotomy was also performed. Continuous renal replacement therapy (crrt) was initiated due to the patients decreased urine output. The site noted there was no evidence of physiological tamponade. As of (B)(6) 2025. The patients catecholamines were being tapered, and the patient was being weaned off the ventilator. The patients circulatory and respiratory status was stable, but hemodialysis was still required. The patient was set to be transferred to the general ward.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.